Manufacturer narrative:
Investigation was performed on meter (B)(4) and retained test strips lot number 1017514. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer's wife reported "there was a spike in his sugar for about 3 or 4 days" and she subsequently increased unspecified medication, which resulted in a hypoglycemic episode with a seizure on (B)(6) 2011. The reading of 143 mg/dl was reportedly obtained on their freestyle lite meter at the time of the incident that was higher than the customer felt. The customer reportedly self-treated with "equate and (unspecified) medication for allergies." There was no report of death or permanent impairment associated with this medical event.